Event description:
It was reported by the sales rep that during a surgery, the doctor noticed that the femoral tracker disassembled. The surgeon used the standard equipment to complete the surgery. After the surgery was completed, it was noted that two screws were missing from the femoral tracker. X-rays were taken and no screws were found in the pt. No additional treatment was given to the pt due to this reported event.

Manufacturer narrative:
As of 08/26/2009, the femoral tracker has not been returned for eval. No conclusion can be drawn.